Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown at the time of the incident. The customer's spouse stated that the pump went off all-night and was alarming issue since last week, the battery was dead and reservoir empty. The power error detected alarm recurred within a week of troubleshooting of the previous occurrence. The customer's spouse was advised to place pump in storage mode and remove the battery, press and hold the back button until the screen turns off. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 was triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, broken belt clip rails, cracked retainer, and minor scratched lcd window.